Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found that the blood sampling valve (bsv) knob was loose and was causing a leak between the pads. The fse tightened the bsv knob but the actuator connected to it was grinding and not actuating properly. The fse replaced the bsv knob and the leak was fixed. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The customer reported the leak as approximately 1 ml of fluid that leaked under the analyzer onto the counter. The customer was running samples in the primary mode when the leak was identified. The customer could not identify the exact source of the leak. There were no error messages generated by the analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. Once on-site, the fse determined the leak had ceased and was larger than originally reported by the customer. The leak was 20 ml, most likely diluent and had leaked onto the counter. The customer had stopped using the primary mode, and began using the secondary mode and the leak had ceased. The operator was wearing appropriate personal protective equipment of gloves and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.